Event description:
Event description guidant received information that following placement, the lead dislodged resulting in a loss of capture. When the physician attempted to reposition the lead, the helix coil became lodged. It was further reported that the physiscian deliberately cut the insulation to gain access for the replacement lead.